Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a partial lead was received in two segments. An insulation abrasion exposing the outer coil was noted at 2.8 cm to 3.2 cm from the distal end. The abrasion was consistent with constant friction to another implantable device.

Event description:
It was reported that the right ventricular lead exhibited noise, the lead was fractured. The lead was explanted and replaced successfully.